Event description:
Pt, elderly woman, had eeg test in (B)(6) 2011. She stated that ten20, as well as other products, were used. Pt remained in hospital for a few months, during which time, her hair was never washed. As such, the ten20 was stuck in her hair for a long time. Pt was advised to use collodion remover (a mavidon product) to assist in removing ten20 from hair. After further discussions with pt, she stated that something kept running down onto her face from the hair, which she assumed to be melting ten20. A doctor visited her for an unrelated condition, but gave her some cortisone cream for her scalp and face. This doctor advised her to see a dermatologist.

Manufacturer narrative:
Eval and investigation by interview of pt. Most likely cause is the fact that the pt was unable to properly clean her hair after the eeg test. After months of poor hygiene, she has likely developed some sort of infection of the scalp. Pt stated that rather than mess with trying to get the hardened ten20 out of her hair, she is just going to let her hair continue to grow out, and then she will get her hair cut. It is possible that what she thought was melted ten20 running from her scalp down her face was actually pus caused from an infection. We will follow-up with pt after she has had a chance to see a dermatologist, which may be after the (B)(6).